Event description:
According to the reporter: by preparation for surgery, when the operator tried to rotate the handle to fix the angle of the device, part of resin came off because part of the shaft was scratched. The device was not used for pt. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).